Event description:
The manufacturer received information alleging an issue related to a CPAP device. The patient alleged difficulty breathing/short of breath. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously mentioned the incorrect date in section b.4 as (B)(6) 2022. The correct date should have been reporteda as (B)(6) 2022.